Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a radiofrequency ablation for atrial flutter procedure with a vizigo and the physician was inserting the smarttouch sf (stsf) catheter with dilator into the vizigo (given he has multiple experience). He noticed that there was resistance and dilator got kinked, upon withdrawal, a small white plastic fragment came out from the valve, and he noticed that the valve was defective. The procedure was successfully completed with no patient involvement.

Manufacturer narrative:
It was reported that a patient underwent a radiofrequency ablation for atrial flutter procedure with a vizigo and the physician was inserting the smarttouch sf catheter with dilator into the vizigo (given he has multiple experience). He noticed that there was resistance and dilator got kinked, upon withdrawal, a small white plastic fragment came out from the valve, and he noticed that the valve was defective. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section, and the dilator was found damaged. A big bend was observed on the proximal side of the dilator. Additionally, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggests that excessive force manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator issue reported by the customer was confirmed. Additionally, the damage on the valve could be related to the dislodgement and resistance issues reported by the customer; therefore, the issues were confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use (IFU) contain the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was initially reported that the device is available for return. However, no device has been received and the device investigation has been completed with the photos provided. According to pictures provided by the customer, a small white piece was observed. However, neither the valve damage or the dilator deformity can be confirmed based on the images provided. A device history record evaluation was performed for the finished device lot 60000476 and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).